Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. No troubleshooting performed due to pump was not available at the time of the call. Additionally, the contact reported that multiple cartridge seem to leak at the septum. There was no impact to the customer's blood glucose level. Cold insulin had been used to fill cartridges.

Manufacturer narrative:
Could not confirm reported fill estimate. Device pump was not returned with cartridge.